Manufacturer narrative:
Corrected data: upon further review, it was learned that this event has already been reported under a previous filing, report number 2648035-2017-01218. Any, and all additional pertinent information will be submitted under that report number. No further information will be provided under this report number (2648035-2017-01288) as it has been determined to be a duplicate report. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
If explanted, give date: unknown - secondary procedure indicated for (B)(6) 2017 but not confirmed. (B)(4). All pertinent information available to the manufacturer has been submitted.

Event description:
It was reported that a physician notified alcon corporation of an unexpected outcome with a zcb00 intraocular lens. The physician is planning a secondary procedure on (B)(6) 2017. Despite follow up attempts no additional information has been provided.